Event description:
It was reported by the patient¿s legal guardian that the cannula dislodged from the infusion site (unspecified) while the pod was in use, resulting in insulin leakage onto the skin. Blood glucose levels were elevated, reported up to 373 mg/dl. As treatment, the pod was removed and a manual insulin injection was administered.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.